Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. Functional testing was performed. The dso sensor was found to be inoperable. The allegation made by the complainant was not confirmed. The downstream occlusion (dso) seal was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the flow rate is out of tolerance. There was no patient involvement and no harm/adverse event reported.